Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination, therefore unavailable for a physical evaluation. However x-rays were provided. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(4). Study: (B)(6). Clinical adverse event received for it band tendinitis event is not serious and is considered mild event is definitely not related to device and there is a remote possibility that the event is related to procedure. Date of implantation: (B)(6) 2018, date of event (onset): (B)(6) 2021, (right knee). Treatment: medrol dosepak and stretching of the it band